Event description:
The customer reported that the central nurse's station (cns) was booting into the bios.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was booting into the bios. No patient harm or injury was reported. Investigation summary: boot up failure, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard disc drive (hdd) failure. Hdd failures are caused by environmental factors, or the hard drive reached the end of its lifespan. The environmental factors are characterized in the abrupt power loss to the hdd s, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors: power outages generator tests uninterruptable power supply (failure) power outlet failure maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat occurs, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact the hdd lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up properly is related to its internal hard drives. This is indicative of a device needing maintenance and/or service.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is booting into bios. No harm or injury was reported. The customer will be ordering new hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is booting into bios.